Manufacturer narrative:
The flow sensors were replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service representative reported the mylar flap of the flow sensors were stuck to the top of the flow sensors' housing. There is no report of patient involvement.